Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20502. It was reported the patient experienced ineffective stimulation (date of event unknown). X-rays taken determined one of the leads had migrated. Consequently, the scs system was explanted. The patient received two scs leads at different locations (thoracic and cervical). It is unknown which one is related to the allegation. Therefore, both are being reported.